Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that at 12.6 cm, 13.3 cm, and 15.1 cm from the terminal pin, the coil was deformed, but not fractured. Testing was completed to assess lead electrical performance. Measurements were not within normal limits. An x-ray of the lead revealed a possible weld issue approximately 17 mm from the terminal pin. There was no sign of damage noted on the terminal boot area above the weld location. Analysis concluded that during the welding process, the wire became molten allowing the wire to pull away from the weld. Along with this, there was evidence of some lead insulation at the weld, which appeared to hold the wire near the weld. The reported observations of noise and high impedances are likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The lead was exhibiting noise which was observed via a pacing system analyzer. Out of range pace impedances that were greater than 3000 ohms were also observed. When the lead was removed, visual inspection revealed damage on the coil. The lead was successfully replaced. No adverse patient effects were reported.